Event description:
The customer reported generation of false high patient results on the ise (ion selective electrode) module for sodium (na), potassium (k), and chloride (cl) involving the au5800 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter laboratory solution specialist (lss) was dispatched to the customer site. The lss inspected the instrument and found the ise module unit was dirty. The lss cleaned the ise module unit, mix bars, sample pot, and ise tubing. However, this did not resolve the issue. The system then generated "ise sample pot level sensor error". The lss was unable to resolve the issue and a field service engineer (fse) was then dispatched onsite. The fse inspected the instrument and observed buffer solution was abnormal during primes. The fse determined the cause of was due to faulty ise buffer valves. The fse replaced both ise buffer valves to resolve the issue. No further issues noted after replacing valves. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1 initial reporter phone number is (B)(6). Beckman coulter internal identifier is case-(B)(4).